Manufacturer narrative:
The thump software was utilized and downloaded trace/history files properly. Pump received with an unresponsive keypad at the select button. Unable to perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture damage on the da1/pcba 1 and force sensor and corroded motor home switch.¿ stuck button alarm was found in the history files or traces on 10/16/2025 18:47:57.000 and 19:48:36.000 and multiple pump error 39 alarm on 10/16/2025 from 15:25:21.000 until 17:57:07.000. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Unresponsive keypad and stuck button alarm confirmed in the pump history due to moisture damage on the da1/pcba 1. Pump error 39 alarm confirmed in the pump history due to corroded motor home switch. Unable to verify customer alleged for high bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 39 (motor current error detected.) And mentioned about keypad anomaly complaint. The customer reported blood glucose value of 302 mg/dl, and the hyperglycemic event and treatment was not mentioned. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error alarm unable to clear alarm. No further patient complications were reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.